Manufacturer narrative:
Section h6 results code grid of the initial medwatch report indicated: electrical/electronic component problem identified section h6 results code grid of the initial medwatch report should indicate: mechanical problem identified section h6 health impact code grid of the initial medwatch report indicated: no patient involvement section h6 health impact code grid of the initial medwatch report should indicate: no health consequences or impact stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. The cause of the reported issue was determined to be to the damaged rear case.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After repairing the rear case and dent on the battery bay, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.